Event description:
N/a.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/22/2025. An investigation was conducted on 08/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of charred blood was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000479289 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. No patient injury noted. Minimal delay in case to open a new kit. Visualization was not compromised, no notable characteristics about the tunnel. Unknown if the polyfuse was in effect. Extension cable and adapter are new within the last year. Power setting of power supply on 3. No issue with the jaws noted. No trouble shooting steps were taken. End users have been educated and are aware of the IFU and the safety feature of the device. End users refuse to continue use of the device once cautery stops. User will remove device and continue case with a new device.